Event description:
Sorin group received a report that, during a procedure, the scp displayed an error message and the pump speed could not be adjusted higher than 2100rpm. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the centrifugal pump system with tubing clamp. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.